Event description:
It was reported that the devices were used during an esophagogastrectomy procedure. It was reported that during the procedure, the staples malformed. The device was stuck in the pt. Another device was used to complete the case. There was no consequence to pt.